Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, end cap address label missing, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that crack on back of insulin pump. The product was returned for analysis.